Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Product was returned and evaluated. Visual examination of the returned product identified that the handle body and handle end had indentations, gouges, and wear from previous uses. The distal tip was confirmed to be fractured, and the fractured piece(s) were not returned for evaluation. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the placement of the stem, the stem sat too proud. The surgeon decided to perform an eto to remove the stem and during the process, the threaded inserter broke off into the stem. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.